Event description:
It was reported that after a da vinci-assisted incisional hernia tapp surgical procedure, a wire was torn at the bowden cable of the large suturecut needle driver. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have blade damage. Both blade edges were indented. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.